Event description:
Patient underwent right solo unicompartmental arthroplasty on (B)(6) 2009. Postoperative course was significant in that patient had low intensity discomfort despite returning to a normal lifestyle since the index procedure and the ability to walk without assistive device. She reported getting out of chair on (B)(6) and feeling something "pop" in her right knee and then was unable to bear weight. After resting overnight, she went to ER where x-rays of the knee showed movement of the femoral component out of its proper position. Patient underwent conversion to tka on (B)(6) 2010. Surgical findings include a dislocated femoral implant with no cement interdigitation into the bone. Biopsy of knee tissue did not show any evidence of infection. The tibial component was noted to be well affixed and required osteotome and mallet for removal.